Event description:
This complaint originated from our foreign distributor in (B)(4). The distributor reports that the display does not work, and all the leds are lit in the side panel. The ventilator was not on a patient at the time of this incident.

Manufacturer narrative:
The foreign distributor determined that the probable cause of this event was most likely a faulty user interface module. Carefusion tech support shipped the distributor a replacement user interface module, and issued then a return goods authorization (rga) number for the return of the alleged faulty user interface module for evaluation. The alleged faulty user interface module was received by carefusion on 03/20/2015, and is awaiting evaluation. Once evaluated, a f/u medwatch report will be submitted.